Event description:
Koru medical became aware of mw5176493 received through the FDA medwatch program stating "patient's mom reporting freedom pump broke. During infusion, the pump shot syringe filled with hizentra out of the pump. Sending pt new freedom pump to replace the broken one. Pt had old pump and was able to complete infusion with that. Pump expiration date: 2026-02-26 serial number (B)(6). Pump start date: (B)(6) 2025. Unknown if patient missed a dose. Unknown if an adverse event took place. Unknown if patient has pictures to provided. Unknown if pump is available for return. No further information, details, or dates provided. Dose and frequency: infuse 11gm (55ml) under the skin every 2 weeks. Max infusion rate up to 15-25ml per hr per injection site or as instructed by prescriber." Additional information was received providing patient information and the serial number of the pump involved. The pump listed in this report has not been received by koru medical. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.